Event description:
It was reported that there was posterior capsule rupture (pcr) after puresee intraocular lens (iol) was inserted into patient's eye. As per additional information received, lens was partially inserted into patient's eye and the procedure was subsequently completed using a backup three-piece lens. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory:: unknown/ not provided. Section e1: reporter: address: telephone number:: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.